Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from two (2) different patient samples that were generated by the access 2 instrument. Two patient samples (a and b) were tested for accu tni and results of 0.66ng/ml and 0.67ng/ml were obtained for patient a and b respectively. The results were not reported out of the lab. The original samples of both patients were re-tested for accu tni and the repeated results were: 0.02ng/ml for patient a and 2 results, 0.06ng/ml and 0.05ng/ml, for patient b. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within specifications before the event. System checks performed in: 2007, seven days later and on the next month passed. The samples were collected in plastic, bd, lithium heparin tubes with gel and centrifuged at 3,000 rpm at ambient temperature. Spin time is unknown. The specimens were sampled from 12x75 5ml aliquot tubes. A customer technical service (cts) reviewed pre-analytical sample handling with the customer. The customer was not aware if the tubes were inverted according to the manufacturer's suggestions and they indicated to re-train their stuff. A field service engineer (fse) was dispatched to the customer's lab in 2007: the fse indicated the customer performed system check and 20 point precision run with a low control level. Results from both tests were acceptable. The fse conducted diagnostic test which passed within specifications. The fse inspected the instrument and discovered very wet waste filter. The customer will monitor this on a regular basis. Sample handling was discussed with the customer. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.